Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported having a scab where the device was implanted and that within one month of implant, the patient thought that after the patient "got up to use the bathroom...and was putting the blankets back on, felt a sharp pain in that area and thought [the scab tore off]." The patient also reported that the device fell out. No patient complications have been reported as a result of this event.